Event description:
Customer alleged put feet on the foot rests and one of the plates just broke off. Replacement # (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model trex20p, serial number/date code (B)(4) is approximately 2 months old. The owner's manual part number 1110546 rev g (feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called and stated that when the consumer went to push away from the dinner table, he unlocked the brakes and put his feet onto the footrests. One of the footplates allegedly broke off. No injury.